Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right atrial (ra) lead is fractured, undersensing and oversensing, and "completely malfunctioning". They reported that their leads are "coiled up and now retracted" and that they now have "blockage due to repeated procedures". The patient also reported that they experienced issues with scarring repeatedly. The ra and right ventricular (rv) lead remain in use with revision planned. No further patient complications have been reported as a result of this event.